Manufacturer narrative:
Evaluation results: inherent risk of procedure (endoleak), (cause of event is unknown). Evaluation conclusion: (cause of event is unknown).

Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. The bifurcated stent graft and the ipsilateral limb were implanted from the left access, the contralateral limb and extension from the right. It was reported that there was a blush type IV endoleak noted post implant. The location of the type IV endoleak was near the flow divider at the hip area of the bifurcated stent graft. The patient will be followed up by the physician. No clinical sequelae were reported, and the patient is fine.